Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the jaws of the large hem-o-lok clip applier would not meet up when bleeding was occurring. The clip would not stay on. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Isi received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. A visual inspection was performed, and no grip misalignment was observed. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The clip test was performed and passed multiple times. The clip successfully clipped onto the tubing without any issues. The instrument was fully functional. There was no problem detected. A follow-up MDR will be submitted if additional information is obtained. A review of instrument log for the large hem-o-lok clip applier instrument (part #470230-09; lot #k11211027-0333) associated with this event has been performed. Per the review, the large clip applier instrument was last used on (B)(6) 2022 on system sk2137. The large hem-o-lok clip applier instrument has 76 uses remaining after last use. The instrument has max 100 lives. This complaint is reportable due to the following: during a da vinci-assisted hysterectomy procedure, the jaws of the large hem-o-lok clip applier instrument would not meet up properly and there was bleeding. The cause and severity of the bleeding is currently unknown. It is also unknown what medical intervention, if any, was rendered due to the bleeding.